Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is the surgeon's decision to remove the implants at the patient's request. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# 7628002731005, mfd. 10/06/11, exp. 2014-10-06, gtin (B)(4). 2nd (second): ifuse implant, p/n 7040-90, lot# 7663002779003, mfd. 10/19/11, exp. 2014-10-19, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7035-90, lot# 7753002898002, mfd. 11/12/11, exp. 2014-11-12, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2012 where three implants were placed. The patient later reported to a new surgeon with complaints of no pain relief and wanted the implants removed. The surgeon did not indicate that the implants were malpositioned or loose. In (B)(6) 2018, the surgeon performed a revision surgery where he removed all three implants using chisels as they were all solidly fixed in bone. The status of the patient following the revision procedure is not known.